Manufacturer narrative:
The device was reported to have been repaired onsite and will not be returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Additional information: uf/importer report # (B)(4).

Event description:
It was reported by a medwatch reporting uf/importer report (B)(4) that an intravenous (IV) pump was connected to the patient and plugged into an outlet when staff saw smoke coming from the IV pump electrical cord near the hubble. There was no patient harm reported. No additional information is available at this time.